Event description:
It was reported there were leaking issues with cadd extension sets. The leakage appeared to have come from the blue luer connection part where the extension set was attached to the cassette. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
It was reported there were leaking issues with cadd extension sets. The leakage appeared to have come from the blue luer connection part where the extension set was attached to the cassette. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name.two devices were returned for evaluation. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.